Event description:
It was reported on (B)(6) 2022, a 30mm amplatzer cribriform was selected for implant. Upon deployment across the interatrial septum the left atrial disc was noted to be miss-formed like a semi-raised mushroom. The device was properly seated across the defect and the right atrial disc appeared normal or flat. The device was recaptured and than advanced into the la again and redeployed however the deformation was noted again. The physician attempted to use the lateral left atrial wall to flatten the disc however, it did not work. It was decided to recapture and remove the deice from the patient. After removing the occluder from the patient, the physician washed the occluder in a saline basin and reattempted to deploy the device outside the body but it still appeared in a mushroom shape. A new 30mm amplatzer cribriform was successfully implanted and laid flat. There were no reported adverse health consequences towards the patient and the patient remained stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot number related issue was found. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, the minimum recommended size delivery system for use with a 30mm cribriform occluder is an 8fr.